Manufacturer narrative:
31-jan-2022 product investigation results: product return was received and investigated. Product investigation results showed that the complaint is caused by a breakage of the tip of the driving shaft due to improper consumer handling, storing and cleaning of the product.

Event description:
Consumer via phone stated that the brush head no longer stayed securely attached to the metal pin and came off during brushing with their 1 year old oral-b junior toothbrush. No injury was reported. 02-dec-2021 case update: the suspect product lot was 2ab02120844. No injury was reported. 13-jan-2022 case update: the concomitant product was updated to oral-b power power oral care refills crossaction eb50. No injury was reported.

Event description:
Consumer via phone stated that the brush head no longer stayed securely attached to the metal pin and came off during brushing with their (B)(6) year old oral-b junior toothbrush. No injury was reported.

Manufacturer narrative:
Product return was requested but not received so far. Full evaluation will occur upon receipt of returned product.